Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step. A family member reported that she was changing the cartridge and the patient was disconnected from the infusion set when the alleged malfunction occurred. She stated that she attempted to complete the process again with two cartridges from two different boxes with the same result. The family member said that the pump displays a message that the pump is not primed or that no cartridge is detected. She denied known trauma to pump or other problems with pump.